Event description:
It was reported by the patient that she was implanted with a synthes ¿op large format lordotic graft (8mm high seated)¿ and four (4) screws on (B)(6) 2014. Subsequently, the patient underwent revision surgery on (B)(6) 2014, due to a screw backing out post-operatively. This complaint is for the first of two revision surgeries. The second revision surgery is addressed under complaint (B)(4). This report is for one (1) unknown screw. This is report 2 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). X-ray review. Patient date of birth from x-ray images is (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Three x-rays and nine additional images were provided to synthes. A review of the three x-ray images was performed by the synthes medical director. Nine additional area-specific images were provided to synthes but the anatomy, positioning and other details were not provided, therefore, they could not be reviewed. The results of the review are as follows: &#62048;have reviewed attached images, however without knowing the purpose and anatomy of most of the images it&#62688;difficult to provide an appropriate interpretation. Therefore my review is only for the three x-ray images. A zero-p like device is implanted at c6/7 intervertebral disc space. There are two screws attach to the c6 vb and only one screw inside the c7 vb. Nothing is significant for these three screws. The plate is flush with the anterior edge of c6 and c7 vb".

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. This report is for one (1) unknown screw. Part and lot numbers are unknown. Without part and lot numbers, a device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.